Event description:
Adult male: laparoscopic vertical sleeve gastrectomy & incisional hernia repair (from a previous laparoscopic cholecystectomy w/small supraumbilical incision w/incisional hernia and separate from other port site). At some point during this surgery, it was noted there was lint present in the abdomen (apparently the 2nd issue on a 2nd patient but no previous information available). The or team believes the lint on both occasions was from the trocar cleaning & defogging devices as utilized during both events. Neither device was retained, no pictures available. No discernable patient issues noted nor charted.